Manufacturer narrative:
The customer¿s report of a magnesium overinfusion was confirmed. Analysis of the pcu event log shows that the pump module was programmed at 8:55 pm on (B)(6) 2016 to infuse a custom concentration of mag sulfate l&d, drug amount 4gram, diluent volume 450ml; this made the concentration 0.009gram/ml. Yes was selected to the guardrails warning ¿concentration is below guardrails limit of 0.01gram/ml. Proceed?¿ the vtbi was programmed as 450ml and the infusion was started. No was selected to the guardrails warning ¿dose exceeds guardrails limit of 2gram/hr. Proceed?¿ the dose was changed to 2gram/hr, which made the rate 225ml/hr. A 4 gram bolus was programmed to infuse over 60 minutes and the infusion was started. At 8:58 pm, the bolus was stopped and the continuous infusion was started. At 10:56 pm, the primary infusion completed and the device transitioned to kvo at 20ml/hr. At 10:57 pm, the vtbi was changed to 50ml. At 11:05 pm, the vtbi was changed to 450ml. At 11:35 pm, the rate was changed to 50ml/hr, which made the dose 0.445gram/hr. Yes was selected to the guardrails warning ¿dose is below guardrails limit of 1gram/hr. Proceed?¿ at 11:36 pm, the device was channeled off. The device was then selected and a custom concentration infusion of mag sulfate l&d was programmed with drug amount 20gram and diluent volume 500ml which made the concentration 0.04gram/ml. The rate was programmed at 50ml/hr and the dose was 2gram/hr. At 2:13 am, the device was paused and subsequently channeled off. The volume recorded as being infused during this period was 722.703ml. The root cause of the magnesium overinfusion was identified as user programming. No device was returned for investigation.

Manufacturer narrative:
.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that the patient received an over infusion of magnesium. Event occurred in labor and delivery, no harm to patient reported. No other information provided by the customer.